Event description:
During a balloon angioplasty of the distal left external iliac artery stenosis, there was an immediate rupture of the balloon upon inflation of a 10mm cook angioplasty balloon within the stenotic lesion of the left external iliac artery. The balloon was quickly deflated and then there were some resistance in attempts to retrieve the balloon catheter through the 6-french guide sheath and through glidewire.